Event description:
During testing at the user facility, channel c of the device did not sound an audible alarm tone during an alarm condition. The event was noted during the incoming inspection of the device prior to clinical use.